Event description:
Event description cpi received information that because of insulation breaks in this sweet tip bipolar lead (4269), and the lead needing to be advanced due to patient growth, the lead could not be repaired. It was cut and capped.